Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of exposed wires was confirmed. The probe¿s housing is slitting in half. The root cause of the reported failure was identified as use-related damaged to the adhesive. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - probe housing is separating at the seams, wires are exposed at the strain relief.